Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a depleted tri-cell. The cause for the depleted tri-cell was a damaged bus bar on the battery pca. The root cause of the damaged bus bar was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a battery pack was unable to power on a monitor.